Manufacturer narrative:
-H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. The dso seal was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the device was not charging. There was no patient involvement. Evaluation of the returned device found the downstream occlusion seal was cracked.